Event description:
It was reported that during the implant procedure involving this right atrial (ra) lead, the patient passed away during the procedure on the operating table. The ra lead was implanted but is now buried with the patient. No additional adverse patient effects were reported.